Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. No product was returned. The root cause of the delivery issue - anatomy was most likely due to the patient condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 84-year-old male was implanted with an impella 5.5 device for mechanical circulatory support as support was needing escalation from the impella cp. The complainant reported that an impella 5.5 pump was unable to pass through the subclavian during attempted delivery. After multiple unsuccessful attempts, an angiogram was performed and revealed a dissection to the vasculature as well as the presence of heavy calcification. The implant was subsequently aborted as a result of the noted difficulties. An already implanted impella cp pump was left in place for ongoing support.